Event description:
On (B)(6) 2012 customer reported that the creatinine module (crem) on the dxc 800 pro instrument generated 1 erroneously high patient result. The sample was repeated on the same instrument and this result was reported. The erroneous result was not reported out of the laboratory, and there was no change to patient treatment based upon the erroneous result. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and found that the modular chemistry (mc) sample probe was partially clogged and replaced it, along with the reagent pick-up straw and the mc 3-way valve. Customer also requested the crem module to be replaced. Fse noted that there were excessive bubbles in the reagent and explained to the customer the importance of proper preparation. On (B)(4) 2012 fse continued to troubleshoot crem imprecision issues. Fse verified that the crem stirring action and vacuum properly worked. Fse replaced stirrer motor and board assemblies and performed required alignments. Fse performed multiple precision studies and all results met beckman coulter specifications. No further issues have been reported by the customer. This event is also associated with MDR 2050012-2012-00354, in which the customer reported on (B)(6) 2012 that the same instrument generated 50 erroneously high crem patient results. During the investigation to resolve the crem issue the instrument produced 1 erroneously high crem result on (B)(4) 2012 (the subject of this MDR). The steps taken by the fse to resolve the crem issue were needed to resolve both MDR 2050012-2012-00354 (the event reported on (B)(6) 2012) and the subject of this MDR report.